Event description:
On (B)(6), 2010, it was reported to boston scientific corporation that a prolieve thermodilatation system, was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, the green temperature is fluctuating on and off. Adjusting the position of the disposable rectal temperature monitor (rtm) and exchanging it for a new one did not resolve the issue. There were no complications and the patient condition was reported as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the prolieve thermodilation system reviewed on (B)(6), 2010, revealed an MDR-reportable malfunction of the microwave power out of specification. This manufacturer report is submitted based on the evaluation results provided.

Manufacturer narrative:
The complaint was confirmed. During testing, the manufacturer found that the second channel was not reading properly. They also found that the rf failed the output test. The physitemp and rf modules were replaced and the console passed all tests.